Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was 430 mg/dl at the time of incident. The customer suspects that the insulin pump did not deliver the insulin when they using bolus options. The device will not be returned for analysis.